Event description:
This is a report from baxter (B)(4) received by (B)(4) on (B)(6) 2009. The customer reported to edwards that the gluing between the bag and luerlock was separated. The connector got loose. No patient injury was reported. There were 18 units affected.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested but no sample have been received. The welding process of the connector valve to the solution bag has been upgraded as part of the introduction of new product line. We are confident that these corrective measures will help to eliminate this problem. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.